Event description:
Patient reported against the right side device "rupture + mass were found after x-ray." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: no other observations observed.

Event description:
Patient reported against the right side device "rupture + mass were found after x-ray." Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Implant date provided by the physician was (B)(6) 2014, is after the manufacturing date. Follow up has been sent for the original implant date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Lump/nodule: unable to observe, as it is a medical event. That is not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported against the right side device "rupture + mass were found after x-ray." Device remains implanted.